Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high compared to her feelings and normal results. The medical surveillance specialist (mss) was able to reach the patient for a follow up call, however, the patient was unable to recall any details regarding the alleged issue. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the evening, the patient reported obtaining a reading of "386mg/dl" on her lfs meter. The patient reported using a combination of medications including metformin, humalog and lantus insulin (unknown dose). The patient reported testing her blood glucose twice a day. The patient reported on the day of the alleged issue she had her usual dose of medications. The patient reported at an unknown time before the alleged issue she felt "shaky and hungry" however, had "blurred vision" after the alleged issue occurred. It is unclear if there was an intervention in between the symptoms that may have caused a change in symptoms. The patient reported on (B)(6) 2012 at 9pm, she had humalog insulin on a sliding scale as treatment. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However, when a control solution test was run, the result was within the recommended range per the test strip vial. Replacement products were sent to the patient. The meter involved in these complaints has been returned to lfs and evaluated by product analysis on 10/02/2012 with the following findings: the complaint was not confirmed. This complaint is being reported because, the patient alleged due to the alleged issue, the patient developed symptoms suggestive of an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
(10/15/2012) device evaluation: the meter involved in these complaints has been returned to lfs and evaluated by product analysis on 10/02/2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.